Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reducer accessory was analyzed, and the complaint was not confirmed by failure analysis. Upon visual inspection, the accessory displayed no signs of physical damage. The accessory was placed on an in-house system and passed the recognition and engagement tests. The accessory was attached to and removed from the arm without any issues on multiple attempts. The reducer did not produce air or gas, so the complaint could not be confirmed. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. Issues related to errors or complications using the accessory reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the reducer instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, there was a loss of pneumoperitoneum. As a result, the reducer could not be used. The procedure was completed with a backup reducer with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the insufflation issues did not lead to any intraoperative complications.